Event description:
The images were collected and brought back to the department. Once back in the department, when they tried to turn the system back on, it would not boot. Meanwhile, the patient had expired. The patient's death was not related to the delay in transferring the images. After the system was serviced, the images were recovered.

Manufacturer narrative:
Siemens representative was notified of the sc2000 being down and arrived on-site 7/8. During his visit, the site mentioned the patient outcome, but not as a result of the system issue. He said "sc2000 was not involved nor contributed to the patient's death. The patient's death was not related to the delay of images being sent to pacs". He was on-site again yesterday 7/9, and nothing was mentioned regarding the incident. The system issue was resolved and root cause was related to the user shutting down while the system is in screen saver mode."